Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: launcher 7f jl4; stent: resolute integrity 4.0x15mm. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the non-tortuous, moderately calcified, 90% stenosed, left main artery. The 4.0 x 8 mm nc trek balloon catheter was used for post-dilatation of a 4.0 x 15 mm non-abbott stent implant. The balloon was inflated once to 12 atmospheres; however, did not deflate at all despite several attempts. The inflated balloon was pulled into the guiding catheter just enough to facilitate removal of the guiding catheter and balloon as a single unit. Post-dilatation was then completed with a new, same sized, nc trek successfully. After the procedure, during testing of the balloon outside the patient, a pinhole rupture occurred when the balloon was inflated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties; however, the difficulty removing the device appears to be related to circumstances of the procedure.